Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with noise on the right ventricular lead. During the procedure on (B)(6) 2020, the physician attempted to extract lead but due to no access route, the lead was capped. A new system was implanted on the patients right side. The patient was stable.